Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: spain. It was reported that there were several units of sutures incorrectly packaged.

Manufacturer narrative:
Samples received: none, pictures. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code-batch. There are no units in stock. Received one picture that shows one box which contains pouches of the code-batch 1078770-115164 (safil violet 2/0 (3) 4x45cm hr37 to) instead of the code-batch 1048298-115163 (safil violet 2 (5) 70 cm hs37s). Products traceability has been checked and it has been determined that this mix-up probably took place in the manufacturing line in the packaging area. Both products were packed in the same line and same day one after the other. Line clearance was not correctly done. Taking into account that no other customer complaints have been received concerning this issue for this code batch, this is considered an isolated and accidental unit and claim is justified, but the whole batch is correct. Final conclusion: the complaint is justified. Corrective/preventive actions: there is an improvement project lean_01_2012 that includes the analysis of the origin of all possible mix-ups and implementation of actions.